Event description:
It was reported that during use of atrial lead polarity switch occurred, the lead remained in use, and patient monitored. During a follow up check, polarity switched was noted again, low impedance exhibited, and noise confirmed. It was also reported that at the lead revision procedure, the atrial lead exhibited decrease of sensed wave, and low impedance. The atrial lead was capped, remains in the patient, and a different lead was implanted. No patient complications have been reported as a result of this event.